Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed a foreign material was identified inside the pebax and the tip was observed bent at the peek housing area; no exposed wires were observed. The pebax sleeve was observed damage with a hole. The magnetic and force features were tested. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint were identified. The force issue reported by the customer was confirmed per pebax condition. The potential cause of the hole in the pebax and bent peek housing cannot be determined, it could be related to the handling of the device however, this cannot be conclusively determined. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that 106 alert code occurred after catheter plugged into carto and before first ablation (out-of-box failure). A second device was used to complete the operation. There was no adverse event reported on patient. Catheter was not used in patient. The customer's reported 106 error code is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 8-apr-2024, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax and a foreign material inside. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.